Event description:
On (B)(6) 2013, the patient contacted animas stating there was no power to the pump. There was reportedly moisture in the battery compartment. There was reportedly no damage to the battery cap or battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: there was no power issue observed in the black box. Moisture damage was found inside the battery compartment. No other damage was found to battery cap or battery compartment. The returned battery cap was used for investigation and tightly secured to the pump. The battery cap contact height and width measurements were within specification. During evaluation, the pump was able to power on and exercised with no issues and no alarms. The display lens was found to be leaking during a leak test. The pump was opened; there was moisture damage found inside the case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.